Event description:
It was reported that during a stenting treatment procedure, stent damage and stent movement occurred. The lesion was located in the severely tortuous, severely diseased circumflex (cx) artery. The unknown size ion stent was advanced and deployed in the cx. Following deployment the stent placement viewed in fluoroscopy was not in the intended location. The physician thinks that the stent foreshortened or moved slightly. The physician was happy with the outcome of the procedure. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the complaint device was not received at the complaint investigation site for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).